Manufacturer narrative:
The complainant has indicated that the device is unavailable and will not be returned to the MFR; consequently, an evaluation cannot be conducted to determine the root cause for the reported failure nor the relationship of the device to the event. A DHR review was performed on the reported lot and revealed no anomalies related to this complaint. A review for similar complaints was conducted for this lot and found no additional complaints. The march 2007 rolling 15 month trend chart was reviewed for the captiflex snares product family and has shown no adverse trends. Moreover, the total number of complaints received for this product family does not exceed a limit which would warrant further action at this time.

Event description:
The complainant has reported that a male pt underwent a colonoscopy procedure which involved the use of bsc captiflex polypectomy snare device. It was reported that the physician attempted to snare and cut through a polyp; however, was unsuccessful. The snare was "stuck in the pt" approximately 2/3 of the way through the stalk of the polyp and was subsequently sent to surgery for removal of the device and polyp. Also, "the pt developed atrial fibrillation post procedure", which, according to the complainant, was not due to the device. Lastly, "the pt is still being monitored for atrial fibrillation". No other ill effects or complications were reported to have occurred as a result of this event.